Event description:
It was reported that during a da vinci-assisted right hemicolectomy surgical procedure, the erbe generator was displaying an ¿activation has been interrupted¿ message. Technical support engineer (tse) reviewed the logs and found c-34 error. Tse instructed to power cycle the erbe generator and if the fault returns to locate a backup generator and energy activation cable. Surgeon continued with the case robotically while the clinical territory associate (cta) attempted to locate a backup generator and energy activation cable. The procedure was completed with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. Based on the field evaluation, this reported event was confirmed. Fse was able to replicate the reported issue. Fse replaced the erbe generator to resolve the issue. The system was tested and verified as ready for use. The unit was returned for failure analysis and the reported failure was confirmed and reproduced. The unit was placed on an in-house system and run in normal mode.